Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Biomed technician from a hemodialysis clinic reported that at the end of the patient¿s treatment, when re-infusing the patient¿s blood, a leak from the dialyzers was observed. Approximately 15 cc of blood was lost. There was no reported patient complications who was removed from the dialysis machine. Additional information was solicited.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
"."

Manufacturer narrative:
The complaint sample was not reported to be available for retrieval. As such, a definitive conclusion regarding the incident cannot be reached without examination of the complaint sample. During the lot history review, there were no other reported complaints noted against the lot. The production record was reviewed and there was one approved temporary dn noted on the lot. It is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformances, rework, labeling, process controls and any other occurrence in production. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.

Event description:
"."